Event description:
(B)(6) registry: it was reported that coronary atherosclerotic heart disease occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed on the same day. The target lesion was located in the middle left anterior descending (lad) artery with 85% stenosis and was 8 mm long and a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 12 mm promus premier stent system with residual stenosis of 0%. Post dilation was not performed. Two days later, in (B)(6) 2019, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day for further evaluation and treatment. No other action was taken to treat this event. No obvious stenosis was seen in the stent, but there were stenoses before the entrance and exit of the stent. Four days later, the event was recovered and resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital. E1- initial reporter address 1: (B)(6).

Event description:
Promus premier china registry. It was reported that coronary atherosclerotic heart disease occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed on the same day. The target lesion was located in the middle left anterior descending (lad) artery with 85% stenosis and was 8 mm long and a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 12 mm promus premier stent system with residual stenosis of 0%. Post dilation was not performed. Two days later, in (B)(6)2019, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day for further evaluation and treatment. No other action was taken to treat this event. No obvious stenosis was seen in the stent, but there were stenoses before the entrance and exit of the stent. Four days later, the event was recovered and resolved and the patient was discharged on the same day. It was further reported that medication was given to treat the event.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6). E1- initial reporter address 1: (B)(6).

Event description:
Promus premier china registry. It was reported that coronary atherosclerotic heart disease occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed on the same day. The target lesion was located in the middle left anterior descending (lad) artery with 85% stenosis and was 8 mm long and a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 12 mm promus premier stent system with residual stenosis of 0%. Post dilation was not performed. Two days later, in (B)(6) 2019, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day for further evaluation and treatment. No other action was taken to treat this event. No obvious stenosis was seen in the stent, but there were stenoses before the entrance and exit of the stent. Four days later, the event was recovered and resolved and the patient was discharged on the same day. It was further reported that medication was given to treat the event. It was further reported that the subject was referred for angiography which revealed 85% stenosis in mid lad which had previously placed study device and was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. The rationale of intervention was symptoms of ischemia. The subject was discharged on aspirin and clopidogrel.